Manufacturer narrative:
Manufacturer¿s investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device- 1 year, 3 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2018. It was reported that patient was admitted due to possible driveline infection. The patient was test positive for streptococcus agalactiae and was negative in blood cultures. The patient had a 3x3 cm in duration at driveline site and was draining purulent drainage with streaks of blood. The patient reportedly experienced chills and body aches beginning of (B)(6) 2019 without chest pain, cough, or leg swelling.. The patient was given flagyl, cefipime, and daptomycin in emergency department. The patient was started on IV penicillin per the clinical team recommendations. CT and ultrasound did not show abscess. The patient will complete 4 week course of IV penicillin.